Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the etco2 function for the device would not turn on. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.